Event description:
Legal counsel for patient alleges patient underwent a left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011, to replace the right hip and on (B)(6) 2011, to replace the left hip. Legal counsel reports the revision procedures were performed due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning and elevated metal ion levels. The taper adapter and head components were removed and replaced in both revision procedures.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01530, 01532, 01533, 01535).